Manufacturer narrative:
(B)(4). A review of the instructions for use (IFU) was performed. According to the IFU the reported error message "b temp" will be displayed if the battery temperature is >60°c. An alarm will be initiated and the pump will stop. A maquet field service technician will evaluate the device in question.

Event description:
(B)(4). It was reported that during patient treatment the alarm tone went off and sounded continously while the error message "b temp" was displayed and the pump stopped. The customer rebooted the device, but the error message was displayed again and the pump stopped. At the third attempt with the same phenomenon the pump was replaced. No adverse effects on the patient were reported. (B)(4).

Manufacturer narrative:
The device was investigated by a maquet field service engineer. He was unable to reproduce the phenomenon, nevertheless he replaced the control board as a preventative measure. He performed the running test & calibration successfully and returned the device to the hospital. This follow-up report will also serve as a final report for this complaint.

Event description:
(B)(4).